Event description:
It was reported that a dexcom g7 sensor paired to the ilet briefly displayed three lines indicating lost connection, after which glucose readings resumed without intervention, and the user confirmed that blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included troubleshooting and education with the user. Investigation of this case revealed a brief sensor communication interruption to the ilet that self-resolved. It was concluded that the event was a transient signal loss with no impact to glucose management.